Manufacturer narrative:
This report is filed december 3, 2015.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the site. Subsequently the device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).